Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented on (B)(6) 2016 with shortness of breath, anemia and hematuria. The patient¿s inr had been therapeutic; however, the patient¿s lactate dehydrogenase level on presentation was 3334 u/l. The pump powers were unchanged. An echocardiogram ramp study was performed and changes in the left ventricle size were observed; however, the patient¿s shortness of breath was worsening. It was reported that the patient had recently been taken off aspirin due to genitourinary bleeding as a result of radiation cystitis and prostatitis related to prostate cancer. No transfusions were required. By (B)(6) 2016, the patient¿s lactate dehydrogenase had elevated to 3500 u/l and the decision was made to exchange the pump. The pump exchange was completed on (B)(6) 2016 and it was reported that thrombus was observed on the inflow stator. No additional information was provided.

Manufacturer narrative:
The report of pump thrombus was confirmed during the evaluation of the returned device. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The examination also found a ring of red, tissue-like thrombus adhered to the inlet bearing. The observed thrombi could have contributed to the reported increase in the patient¿s lactate dehydrogenase level and hematuria. A specific cause for the reported thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Although a correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.